Event description:
On (B)(6) 2015, the customer emailed ameda, inc reporting a battery exploded inside the battery compartment resulting in leaking battery fluid on the other batteries and from the base of pump. Customer had no contact with leaking fluid. Customer denies injury or burn. Customer continued to use the purely yours pump on ac adapter only after removing batteries.

Manufacturer narrative:
To date, the product has not been returned. A pre-paid fedex return label was emailed to the customer in an effort to obtain the product for eval. A supplemental report will be filed when add'l info becomes available.